Manufacturer narrative:
Evaluation of the instrument confirmed that one of the jaws on the instrument was missing the carbide piece. Mechanical force and or improper handling could cause the separation.

Event description:
Allegedly, per the customer during a bariatric procedure the surgeon could not grab the needle, while inspecting the needle driver he noticed the carbide insert on one of the jaws missing. Per the facility it was uncertain if the metal insert was on the jaw in the beginning of the procedure. A search for the metal carbide insert inside the patient was unsuccessful. The procedure was completed using another set, with no further intervention required or harm to the patient.